Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a printed circuit board failure (cr board). In addition, the evaluation found the e216 error caused by a cable unit failure. The investigation is ongoing and definitive the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the errors "e216" and "b30" occurred. This report is submitted due to the report of "b30" error. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon ¿b30 error¿ was reproduced and it was determined to be due to a faulty patient circuit (cr) board. Olympus will continue to monitor field performance for this device.